Event description:
It was reported that during a ptca and stent implantation procedure in a bypass graft, a portion of the balloon had separated and remained on the guide wire. The entire system was removed without incident. During removal the patient did experience angina which subsided upon removal of the catheter. Patient status is listed as "okay".